Event description:
Initial right total knee arthroplasty approximately 8 months ago. Subsequently the patient was revised last month due to pain, joint effusion with synovitis, popliteal cyst and aseptic loosening. During the procedure it was discovered loosening occurred at the bone cement interface. All metal components removed related to sensitivity to nickel, patella remained intact. No complications.

Manufacturer narrative:
(B)(4). Associated products : item#: 42500006802;femur cemented (ps) narrow right size 10 ;lot#: 64912973, item#: 42522600812; articular surface fixed bearing (cps) right 12 mm; lot#: 64167490, item#: 42540200035; all-poly patella cemented 35 mm diameter; lot#: 64833138. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2022 -00019 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dated (B)(6) 2021 office visit: pain with activities and at night, minimal swelling; revision notes: tibial component loose, no fractures or evidence of infection. Preoperative testing revealed mild reaction to nickel. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.